Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka) with a blood glucose level up to 561 (mg/dl). The customer believed the pump was not functioning properly. While in the hospital the customer received insulin intravenously and blood glucose improved to 140 mg/dl . A system check was performed with tandem technical support and no insulin was seen exiting the infusion set, tubing or cartridge. Air bubbles were observed in the infusion tubing. The customer loaded a new cartridge with water and did not observe water exiting the cartridge during the fill tubing process. Customer reverted to manual injections for insulin therapy. Multiple follow up attempts were made to obtain the customer's hospital release date; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
The investigation has been completed. An alarm 2 (occlusion alarm) and alarm 10 (temperature alarm) were found in the pump logs; however, no failure was identified. The occlusion alarm investigation could not be completed as the cartridge was not returned.